Event description:
It was reported that the right ventricular (rv) lead triggered an alert for impedance exceeding the alert limit. The impedance was rising until the it met the alert criteria. The alert was reprogrammed to a higher limit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592-45 lead, implanted: (B)(6) 2008. (B)(4).